Manufacturer narrative:
Stryker technician (B)(4) stated that he took over the account repairs in place of (B)(4) and confirmed with the customer that they did not have any beds that were out of service for scale issues. Customer will contact stryker for any further assistance.

Event description:
It was reported via repair work order that the bed would not weigh properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would not weigh properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.